Event description:
It was reported that the patient had fluid leaking from the pump pocket in the abdomen. The patient developed and infection and the pump and catheter were explanted and discarded and an external drain was placed. There was no alleged product issue. The cause of the issue was reported as unknown. At the time of the event the patient¿s status was reported as alive, no injury. It was unknown if there were patient symptoms or complications associated with this event. This device system delivered lioresal. Additional information was requested. It was later reported that the patient was leaking fluid from the abdomen incision for a month post implant and it was suspected to be infected however the cultures were negative. It was decided to remove the entire system.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the start date of baclofen intrathecal treatment was (B)(6) 2013 and ended (B)(6) 2014. The patient was taking oral baclofen and oral valium at the time of the event. It was also reported the patient was having severely increased tone. It was noted perioperative antibiotics were administered and the date of onset of the infection was (B)(6) 2013. Signs and symptoms of the infection included fever, redness, drainage, incisional wound opening, and pocket erosion. The primary location of the infection was the device pocket. It was also reported a culture was obtained of the device pocket, cerebrospinal fluid (csf), and a blood culture was taken. The type of organism cultured was enterococcus coagulase-negative staphylococci. Treatment included intravenous antibiotics and a total device system explant. It was noted the infection resolved. It was also reported risk factors before implantation of the device included debilitated status.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter. (B)(4).